Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/25/2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
If follow-up, what type?: correction and additional information, describe event or problem - additional information, unique identifier (UDI) # - correction, device available for evaluation? - additional information, device evaluated by manufacturer? - additional information, method code(s) - additional information, result code(s) - additional information, conclusion code(s - additional information.

Event description:
Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A manual sound test was performed on the receiver and it failed. The complaint of intermittent audio output was confirmed. The root cause was determined to be a defective speaker assembly.